Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 371 mg/dl at the time of the incident. Customer was provided with a back-up plan. Customer stated that the drive support cap was sticking out and was loose. Customer stated that it fell off and it was put back on. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer also had a motor error alarm during bolus or fill tubing. Customer treated with a manual injection for his high blood glucose with a lantus. Customer stated that the motor error alarm has occurred about 13 times since this morning. Customer was high due to eating and he did not want to troubleshoot for the alarm. Customer stated that he is able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to verify prime alarm due to motor error alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.